Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported an infection on the sensor insertion site, with symptoms of pus discharge and sensor being pushed out due to infection buildup, which was not confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. User's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance. Per dms, user is not using the system since (B)(6) 2025, when the sensor came out due to the infection.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms of pus discharge and sensor being pushed out due to infection buildup, which was not confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025.user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.per dms, user is not using the system since (B)(6), 2025, when the sensor came out due to the infection.